Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during post-stent dilatation, in the proximal left anterior descending (lad) coronary artery, the nc trek dilatation catheter was advanced without issue; however, during balloon inflation at 14 atmospheres, the balloon ruptured. The nc trek was removed without issue. There was no adverse patient effect or a clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction- device status changed from returning to not returned. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.